Manufacturer narrative:
MFR's report date: 08/11/2010. Internal file no: (B)(4). Pt's info requested and all available info is included. Product evaluated and customer's complaint of leak from a port on the smartsite tri-port connector was confirmed. The cause of the leak was identified as an oval valve. The root cause of the valve's oval condition was not determined. The lot number was not provided and the product smartsites do not have a laser number. The mfg database was reviewed for the time frame of one year prior to the reported event date ((B)(6) 2009 to (B)(6) 2010). There were no relevant quality notifications issued for model 20558e during this period.

Event description:
Customer reported leaking from side port when the center port is flushed with a saline syringe. No pt or staff harm reported and no medical intervention required. No add'l info was available.